Manufacturer narrative:
During the evaluation, the technician found that one of the handpieces would not prime. Upon closer inspection, we found that fluid was leaking from the protective cap and nose cone joint. The protective cap was not installed properly. We were unable to determine whether this was an error in assembly or if the customer had tampered with the cap before the priming cycle. The second handpiece functioned within all specifications. The handpiece primed and worked properly at all three cutting power levels.

Event description:
Two failed hps.